Manufacturer narrative:
Based on our investigation, we can conclude that the guide trajectory aligns with the doctor's treatment plan which was planned buccally by the doctor. Additionally, the guide was confirmed to pass all quality analysis verifications prior to shipment and the returned guide seated will on the dental model. Although it is unknown what caused the guide to seat improperly on the patient, doctors are advised not to use the surgical guide for surgery if it does not seat properly as its accuracy may be impacted. Sg006 - anatomage guide technical datasheet (rev I) is shipped with every guide and instructs doctors to not use the guide if significant seating issues persist. In this case, the doctor acknowledged that it did not seat well, but chose to proceed with surgery. Therefore, the likely cause of the adverse event (buccal plate penetration) is the decision to use an ill-fitting guide for surgery.

Event description:
The doctor stated that the surgical guide was loose on the patient's arch and could be shifted in any direction by a couple millimeters. He used the guide despite the fit issue, and penetrated the buccal plate at site #9. He then flapped and grafted the area. The implant ended up being placed successfully after the additional procedures.